Manufacturer narrative:
Concomitant products: product ID: 37092, lot# 272230001, implanted: (B)(6) 2011, product type: accessory. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger, product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 97713, product type: implantable neurostimulator. (B)(4).

Event description:
It was reported that there was impedances of greater than 40,000 ohms. It was noted that intraoperative all impedances were out of range on the 0 to 7 lead. It was noted that the patient did not feel stimulation with the lead. It was noted that they tested with a trialing cable and all were out of range. It was noted that the reference electrode was changed and only 2 were within range. It was noted that the 8-15 lead was good and the patient felt stimulation. It was noted that the manufacturer representative was not able to run group impedances but this was due to the voltage needing to be programmed to run them. It was noted that the reason for the revision as that stimulation was not working. It was noted that one lead was then removed and the other was salvaged. It was noted that the patient had 75 to 80 percent coverage with the single lead. It was noted that the removed lead was not replaced. Additional information received reported that the lead was damaged. It was noted it was discovered during the procedure today. It was noted that the patient first started to have trouble two weeks ago. It was noted that the readings were not normal so they did surgery today. It was noted that one of the leads had a ¿cut¿ and ¿seemed to be shorting the other wire out.¿ it was noted that one wire was removed and the patient got the same 75% coverage with the one wire that they had with two. It was noted that the implantable neurostimulator (ins) was also replaced. Additional information received reported that the patient had a shocking or jolting sensation. It was noted that two or three weeks ago the patient noted a change in therapy and a shocking sensation. Additional information received reported that the patient was doing well and the shocking had resolved. It was noted that the explanted ins would be returned but the explanted lead was inadvertently thrown away.